Event description:
It has been reported that during a patient use event, the device speakers did not function properly. No health consequences or impact to the patient.

Manufacturer narrative:
Available details indicate that a customer, a paramedic, reported difficulty hearing a voice prompt on the device while it was in use during CPR. A local dealer has requested for the device to be repaired. An engineer evaluated the device but did not observe the reported problem. No repairs have been done yet and the faulty part is not yet available for evaluation. The device has not yet been returned to full functionality. Based on the information available, the reported problem could not be confirmed or attributed to a specific cause. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. Due to budget constraints, the customer could not afford the repair expenses, which resulted in the repair request being cancelled before dispatching the repaired item to the authorized service personnel (asp) engineer. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.